Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. Since the device was not returned, the exact cause was unknown; however, omsc assumed a potential cause as follows. - the distal cover at the distal end of the device was cracked by external factor (stress, etc.) Of the time of transportation, storage, use, reprocess, etc. The instruction manual of the subject device states the corresponding method in case of an abnormality.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center, it was found that the distal cover at the distal end of the device was cracked. Other detailed information was not provided. There was no report of patient injury associated with the event.